Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Data logs are irrelevant to this complaint as the clinical staff only reported a damage to purge disc housing unit (purge disc retainer). Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken.t he cause of the issue was a broken purge retainer. Added- d8 device available for evaluation updated to yes, h6 impact code 4627 d1-corrected common device name. D4-corrected model number.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automtaed impella controller (aic) was found with damage to the purge disc housing unit. The aic was removed from service. No patient harm has been reported.